Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reports having a red left (os) eye and increasing discomfort while wearing the device, soft contact lens on 25 october. By evening the patient had begun experiencing photophobia and removed the contact lens. The next morning the symptoms had not improved, and the patient noted blurred vision as well so she attended manchester royal eye hospital (mreh) where she was diagnosed with a corneal ulcer and prescribed exocin hourly and mydralite tid for four days. The patient was seen for a follow-up visit at the study site on 28 october. The patient presented with a red left eye, cornea was hazy with a mid-peripheral infiltrate at approximately the 1 o'clock position. There was no overlying staining or anterior chamber activity. On 31 october patient was seen for follow-up with mreh where exocin was decreased to six times a day for six days and mydralite discontinued. As of 15 november, the incident has fully resolved. This event is being reported due to the use of medical intervention or medication to prevent or preclude a permanent injury.